Event description:
It was reported by the customer's mother that the insulin pump was exposed to moisture. Advised insulin pump would be replaced. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Insulin pump received with corroded motor assembly and corroded electronic assembly noted during visual inspection.